Event description:
It was reported to boston scientific corporation that a wallflex esophageal fully covered stent was implanted in the esophagus during a stent placement procedure on an unknown date. According to the complainant, the stent was implanted to treat a refractory benign disease. No issues were noted during stent placement procedure. Several weeks post-implantation (exact date unknown), the patient experienced discomfort and difficulty in swallowing. On (B)(6) 2014, the physician noted that the stent had migrated below the stricture. An attempt was made to remove the stent but it was unable to be removed. On (B)(6) 2014, an esophagogastroduodenoscopy (egd) procedure was performed and the stent was still unable to be removed due to a severe stricture in the patient¿s esophagus. The stent remained implanted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date reported event of stent difficult to remove. Reported event of stent migration. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.